Event description:
Brush heads are very loose - oral-b [device connection issue]. Brush head shank appears to be badly worn - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush shank appeared to be badly worn, as the oral-b toothbrush heads were very loose. No injury was reported. On 29-jun-2024 follow up via e-mail and pictures: the suspect product lot was 3ab20751550. No injury was reported. On 02-jul-2024 follow up via digital safety assessment survey: the consumer was 70 years old. No injury was reported.

Manufacturer narrative:
On 09-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads are very loose - oral-b [device connection issue] brush head shank appears to be badly worn - oral-b [device physical property issue] case narrative: male consumer via e-mail stated that the oral-b toothbrush shank appeared to be badly worn, as the oral-b toothbrush heads were very loose. No injury was reported. 29-jun-2024 follow up via e-mail and pictures: the suspect product lot was 3ab20751550. No injury was reported. 02-jul-2024 follow up via digital safety assessment survey: the consumer was 70 years old. No injury was reported.